Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 475cc saline breast implant, catalog # 3501680, lot # 243281. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 475cc and experienced deflation on the left breast implant. As a result, patient will undergo removal of the implant on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a 61 year old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 475cc and experienced deflation on the left breast implant. As a result, patient underwent removal of the implant on (B)(6) 2018. Two devices were returned to mentor without fluid inside. White and red material was observed within the device and on the shell surface. The mentor product analysis lab discovered on device a an area of missing material measuring approximately 1.0 cm x 0.5 cm on the posterior aspect and it gave no indication as to cause under microscopic examination. Also noticed was a crease within an area of shell abrasion on the same view. No other anomalies were discovered. Device b had a rent measuring approximately 5.1 cm on the posterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white and red material found on the devices. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) for lot number 243281 could not be reviewed, as the quality operations team was unable to locate the physical DHR file. An internal corrective action has been opened to investigate and address this issue. Manufacturer¿s reference number: (B)(4).